Manufacturer narrative:
(B)(4).

Event description:
It was reported that new sensor message occurred. It was indicated that the sensor was inserted into the arm, which is off label usage of the device, (B)(6) 2019. Data was evaluated and the allegation was confirmed as a early sensor expiration. The probable cause was determined to be early sensor expiration but the root cause could not be determined. The reported event of a new sensor message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.